Event description:
Maid body graft was introduced via a left sided introduction. Due to the positioning of the graft within the delivery system, upon deployment of the contralateral limb, the twist in the graft resulted in the contralateral limb opening on the pt's left side, landing anterior in the aorta. Because of the criss-cross effect of the limbs, the contralateral iliac leg graft was deployed high inside the main body graft, in order to promote the stability of the limb while also providing columnar stength in the graft. Physician increased the iliac leg overlap due to the criss-cross effect. After deployment of the ipsilateral iliac leg graft, an iliac leg extension was deployed extending the bifurcation of the graft upward to balance and offest the high placement of the contralateral iliac leg graft. Procedure was then concluded with no endoleaks detected.